Manufacturer narrative:
Investigation results: visual inspection shows that the tension spring components are inside the deployment tube. The seal loading orientation is not oriented to tension spring crimps as per IFU. The complaint is confirmed.

Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No patient complications were reported by the hospital.